Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of over 500 mg/dl. The customer felt symptoms of ketones and was treated with injections only. The customer's cannula was not bent and the settings on their insulin pump were correct. The customer's basal settings were also correct. The customer did not have a tubing clamp to finish trouble shooting. The customer was sent a tubing clamp and was advised to call back to perform a high pressure test on the insulin pump.